Manufacturer narrative:
Patient's medications: metoprolol, telmisartan, and trazadone. (B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging identified a possible type 1 or type 2 endoleak. On (B)(6) 2016, follow-up imaging identified the endoleak to be a proximal type 1 endoleak on the trunk-ipsilateral leg component. The cause of the endoleak was reportedly extreme calcification at the proximal landing zone of the device. The patient was implanted with a aortic extender component (pla280300/14569009) to extend proximally from the trunk approximately 8mm. The device "was deployed encroaching the right renal artery". An express® stent 7mm x 27mm was implanted within the aortic extender component to ensure patency. Final imaging identified the endoleak had resolved and the patient tolerated the procedure.